Event description:
The patient experienced a loss of therapeutic effect. Two weeks ago, her stimulation stopped out of the blue. She was at home in fair condition. Additional information has been requested.

Manufacturer narrative:
(B)(4).